Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that this pacemaker needed an agr (automatic guided restore) process. The procedure was done and the pacemaker was reset. The device status is unknown. No patient complications were reported as a result of this event.